Manufacturer narrative:
Pump received with flashing white display. Unable to perform the displacement test, sleep current test, active current test and self-test due to flashing white display. Unable to download history files and traces using thump due to flashing white display. Pump was cut open to perform visual inspection and found moisture damage on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator]. Swapped pcba 1 with test board and pump powered up properly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, label damage, corroded battery tube, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Alleged cosmetic damage was confirmed where cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Flashing white display was confirmed during analysis due to moisture damage on the pcba 1 board. Moisture exposure confirmed on the [pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator]. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device and device was returned for analysis.